Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt with an implantable neurostimu lator (ins). Rep reports the patient had high impedances, #7: 34890, #15: 34990. Rep reports the pt was receiving message ¿can¿t get desired settings¿ when trying to turn it up which started about a month ago. Rep reports the pt did not experience any stimulation issues. Rep reports troubleshooting the issue by taking a measurement in a different position (sitting and standing) with no change, additionally rep used electrode 15 as reference electrode and saw 40,000 for #7. Rep reports the cause was unknown. Rep reports the issue was resolved. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.